Event description:
The customer reported that their telemetry system was down system wide and they wanted a root cause analysis. The device was in use on a patient. There was no report of patient or user harm.